Event description:
Reportedly, after firing the stapler, malformed staples were present in the staple line and resulted in bledding. To stop the bleeding and complete the anastomosis, a new sulu was loaded on the stapler and fired. However, the knife blade of the sulu did not return. Therefore, the procedure was converted to an open abdominal hysterectomy to control the bleeding and to complete the procedure. Procedure: lavh, pt status: pt reported to be in satisfactory condition.